Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient complained about four months ago that he was leaking a little more than normal with his artificial urinary sphincter (aus) device. In the past three months his leaking got worse. Physician removed the cuff and found a leak in it. She went ahead and replaced the other components. No adverse patient effects.